Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not retuned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It is still unclear whether the same microcatheter was reused. Additional information provided by the customer indicated that there was no while the coil was advancing the introducer sheath. When advancing the coil, operator proceeded slowly and carefully without excessive force. The tapered distal end of the introducer sheath was firmly seated in the hub of the microcatheter. The device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported event: ¿main coil detached/separated during use¿.

Event description:
It was reported that during the procedure, the operator was repositioning the subject coil to engage with the vessel. However, the subject coil got prematurely detached inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, the operator was repositioning the subject coil to engage with the vessel. However, the subject coil got prematurely detached inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.